Manufacturer narrative:
Retain testing, batch record review, complaint review by lot, donor history and donor history complaint review completed as requested. Based upon the investigation performed, no general product failure has been found. There is no indication that vss233 is not performing as intended. No definitive root cause has been identified. The most probable root-cause of the false negative results in antibody screening obtained by the customer is sample-related, the bigc antibody being weak and/or at detection limit of the technique and reagents used. No harm came to the patient. In addition, service order (B)(6) was completed on (B)(6) 2019. Fe arrived at customer site to inspect lsys tubing and connections for leaks/signs of connection failure, all connections are tight and no leaks signs. Fe ran lsys tests to verify proper fluidics functions (multiple times) and flow sensor and valve position test. Fawa rate delivery test and volume verification test passed. Fe cleaned camera chamber and diffusor plate as well as calibrated camera as part of column grading alert. Customer ran controls approving result and repair.

Event description:
Customer reports 0.8% surgiscreen lot vs233 exp 11/19/19 cell 1 donor 324073 failed to react with a patient sample known to contain anti bigc. This false negative results was obtained on this vision at this site. Customer did test the patient sample in another facility with 0.8% surgiscreen cells lot# vs235 and the results was sc#1 1+ the same patient sample was repeated for antibody screen 11.10.19 and the result was sc#1 question mark. All qc testing passed on both visions. Complainant name: same as reporter, complainant phone: same as reporter, complainant e-mail: same as reporter. Relevant information: issue started on: (B)(6) 2019, microtubes/wells or cell (donor #) affected: cell 1, donor#324073, reaction grade obtained: neg, customer was expecting: positive, test repeated: no, sample ID: (B)(6), vision sample ID f5-cb-91-44-7a-70-6b-33-57-a6-00-ec-e7-2b-90-4c-2f-78-88-fc-93-c2-0e-b3-cd-47-86-66-fb-90-b6-92, number of samples affected? One, was qc affected? No. Product details: card/cassette type: igg card lot 040819001-05 exp no reported, qc data: qc passed. Patient clinical history: patient diagnostics sepsis, last transfusion history (B)(6) 2019, abo o rh positive, male. Product handling protocol: as pe IFU, cassette/gel card storage temperature range: as per IFU's, cassette/gel card orientation: acceptable, rbc storage and handling: as per IFU, visual appearance before use: acceptable, opened vs unopened? Opened, other relevant information: none. Actions already performed by contact: none, troubleshooting steps performed by tsc: customer has no other antibody screen lot to do additional troubleshooting. She will test patient sample in manual gel.tsc will send a different lot of 0.8% sugiscreen cells. E-conn images attached to the complaint. Next action for contact: tsc will follow up.